Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was unable to clear the alarm. Customer did not press any of the buttons for three minutes or longer. Customer had to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.